Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned battery passed external visual inspection and functional testing. During the controller log file review revealed no alarms logged for battery serial (B)(4) within the analyzed period. However, there is occurrence of non-consecutive premature switching event in the days surrounding the complaint event date. This premature switching event is most likely due to communication anomaly between battery and controller. However, the reported event could not be replicated or confirmed at the bench level. As a result the battery perform as per specification. The reported event was confirmed via log files with occurrence of non-consecutive premature battery switching event around the time of the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Log file analysis review date: june 24, 2015. Data through: june 24, 2015. Normal power consumption. Change in viscosity on (B)(6) 2015. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Battery has not been received.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a switching of power sources without a critical battery alarm or a power up. This issue was noted with a battery with a capacity greater than 10%. The battery was exchanged without reported consequence or impact noted to the patient. No additional information was reported.